Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (failed incoming functionality testing) is being investigated. As received, the monitor failed incoming functionality testing. Root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned a monitor to report that it failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (failed incoming pulse testing) was confirmed. The investigation of the monitor was unable to positively identify the cause for the pulse test failure. Root cause investigation for similar failures identified the cause for the pulse failure as a buildup of oxidation on the tin connector pins on the computer/analog and defibrillator pcas. The monitor was removed from service. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned a monitor to report that it failed incoming functionality testing.